Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as the tubing was replaced as it "had a hole in it, bacteria may have got in" (no further details were reported). It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Although the reported issue was unable to be verified without a returned sample; the cause of the malfunction was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.